Event description:
Smart ez pump (model# se0200-100, lot# s7k49) containing daptomycin 500mg in 0.9% sodium chloride 100 ml had a strand of hair between the lining layers that was found during final check.